Manufacturer narrative:
(B)(4).

Event description:
A catheter was inserted in the internal jugular (rt.). The spring wire guide unraveled during removal. Intervention: medical intervention necessary to remove piece of guide in patient.

Manufacturer narrative:
(B)(4). The customer returned a single spring-wire guide (swg) for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled from the distal weld, kinked in multiple places, and the distal half of the guide wire body is spiraled. The distal j-bend core wire is exposed out of the coil wire but has retained its j-shape. Microscopic examination of the guide wire could not confirm the core wire broke adjacent to the distal weld as the weld was not present at the end of the coil wire. This indicates that part of the coil wire separated and was not returned. The distal core wire tip protruding was flat, square, pinched and discolored. The proximal weld was intact, full, and spherical. The broken core wire measured 685 mm in length which is within specification; therefore no pieces of the core wire appear to be missing. Since no pieces of the core wire appear to be missing, it is likely that the core wire broke adjacent to the distal weld. The outer diameter of the guide wire was also found to be within specification. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was damaged and separated was confirmed through examination of the returned sample. The guide wire was unraveled and the core wire was broken adjacent to the distal weld; however, the weld was not present at the end of the coil wire. This indicates that part of the coil wire separated and was not returned. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
A catheter was inserted in the internal jugular (rt.). The spring wire guide unraveled during removal. Intervention: medical intervention necessary to remove piece of guide in patient.